Event description:
It was reported that at device interrogation on (B)(6) 2010, the manufacturer's representative noted the patient had received numerous shocks due to oversensing and the lead impedance was greater than 3000 ohms triggering an impedance warning. Lead integrity alert was loaded, but unknown if it had been triggered. The patient died on (B)(6) 2010, during the attempted lead extraction. Additional information received from the physician reported cause of death was cardiopulmonary failure/arrest related to complications associated with the lead extraction. The physician also reported the lead was defective, misfiring with many inappropriate shocks - "was probably fractured, and had to be extracted and the patient died due to the lead extraction."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at device interrogation on 6/5/2010, the manufacturer's representative noted the patient had received numerous shocks due to oversensing and the lead impedance was greater than 3000 ohms triggering an impedance warning. Lead integrity alert was loaded, but unknown if it had been triggered. The patient died on (B) (6) 2010 during the attempted lead extraction. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.